Event description:
On (B)(6) 2014, the reporter contacted animas alleging a keypad issue. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved. This is a late MDR submission due to a software issue that has been reviewed with the FDA in november 2014.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Additional information: the ok keypad button was under-responsive.

Manufacturer narrative:
Follow-up #2: date of submission 12/02/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: investigation revealed that all keypad buttons were responding intermittently. There was no evidence of physical damage to the keypad. The keypad cover was removed and contamination was observed around all contacts. Unrelated to the original complaint, the bolus button cover was torn but operable. In addition, the pump casing was cracked and the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #3: date of submission 12/03/2015. ¿ correction to date of submission for follow-up#2 is 12/03/2015.